Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had been lost to follow up and presented with multiple inappropriate shocks as a result of oversensing t-waves and low amplitude measurements. One of the shocks occurred at the peak of a t-wave, and ventricular fibrillation was induced resulting in arrest. The next shock rescued the patient and a normal sinus rhythm was confirmed. Device therapies were disabled as the patient's ejection fraction had improved and there was no reliable sensing vector due to low r-wave amplitudes. The patient remains in normal sinus rhythm. No additional adverse patient effects were reported.